Event description:
It was reported difficulty was encountered deploying this tracheobronchial stent in the right carotid artery in a pt with a history of stroke. During the deployment attempts which lasted several second, the pt had a seizure. The stent and carrier system were removed from the pt as a unit. Two stents from another MFR were successfully placed. The pt went into a coma from which they never emerged. Co was informed the pt subsequently expired approx two months following this procedure. This device is not available for evaluation. Therefore no failure analysis will be available. This device was used in a non-indicated procedure, right carotid artery stent placement. Follow-up was unable to determine if the stroke was a result of the difficulties encountered during the stent placement or because of the pt's pre-existing condition. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which could impede catheter removal."